Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Patient mentioned that device was not functioning properly. This device remains in service. No adverse patient effects were reported.